Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx displayed a red x due to an ECG bias error. There was no negative patient impact.